Event description:
Customer reported receiving a motor error alarm and several no delivery alarms on the insulin pump. Customer also reported being hospitalized several months prior to the call due to low blood glucose levels. Customer stated that the motor error alarm occurred during bolus. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 94 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed self test, a21 error test, off/no power test, displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unable to prime during prime/a33 test due to faulty fsr (gold) unable to complete functional due to prime anomaly. No motor error alarm or excessive no delivery alarm noted. Motor was tested outside the devise and passed. Unit received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).